Event description:
It was reported that during an attempted implant, the lead was fixated in the ventricle, however testing parameters were noted as not ideal. The helix of the lead was retracted in order to reposition the lead. In the process of external cleaning, it was noted that the helix would no longer rotate. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted the helix was returned partly extended and bent. The lead was damaged at implant attempt and there was blood visible in the helix. Furthermore, the proximal conductor was distorted and pulled down on the distal conductor; not allowing free movement of the distal conductor.